Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to infection. Additional information indicated that the patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This crt-d was explanted.